Event description:
A bard vascular access port was removed surgically in 2003. A chest xray in 2005 demonstrated a retained piece of catheter in the left pulmonary artery. The retained fragment was retrieved.